Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus with perforated essure visible in the left cornua') in a 43-year-old female patient who had essure (batch no. 932164, 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test negative, pelvic pain female, allergic reaction, headache, depression, heavy menstrual bleeding, cramp in lower abdomen, hypothyroidism, adenomyosis, stress urinary incontinence, cystourethroscopy and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain "), heavy menstrual bleeding ("heavy menstrual bleeding") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, heavy menstrual bleeding and stress urinary incontinence outcome was unknown. The reporter considered heavy menstrual bleeding, pelvic pain, stress urinary incontinence and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion: on (B)(6) 2012 (as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: a right essure device is in satisfactory position with occlusion. A left essure device is in satisfactory position with contrast extending to level of the proximal end of the outer coil. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation, pelvic pain, heavy menstrual bleeding, stress urinary incontinence. Lot number: 932164. Manufacture date: 2011-12. Expiration date: 2014-12. Lot number: 948831. Manufacture date: 2012-02. Expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus with perforated essure visible in the left cornua') in a 43-year-old female patient who had essure (batch no. 932164, 948831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test negative, pelvic pain female, allergic reaction, headache, depression, heavy menstrual bleeding, cramp in lower abdomen, hypothyroidism, adenomyosis, stress urinary incontinence, cystourethroscopy and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain "), heavy menstrual bleeding ("heavy menstrual bleeding") and stress urinary incontinence ("stress urinary incontinence"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, heavy menstrual bleeding and stress urinary incontinence outcome was unknown. The reporter considered heavy menstrual bleeding, pelvic pain, stress urinary incontinence and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012 (as per mr) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: a right essure device is in satisfactory position with occlusion. A left essure device is in satisfactory position with contrast extending to level of the proximal end of the outer coil.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation, pelvic pain, heavy menstrual bleeding, stress urinary incontinence. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: event 'medical device removal' was updated by event 'uterus with perforated essure visible in the left cornua' added. Lot number, medical history, lab data, reporter information were added. Events pelvic pain, heavy menstrual bleeding, stress urinary incontinence added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 43-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 11 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.